Manufacturer narrative:
E.4. The initial reporter also notified the FDA. Medwatch report # mw5145660. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use with bd bactec¿ lytic/10 anaerobic/f culture vials (plastic) there was a false positive for candida tropicalis. Confirmatory gram stain and growth performed. Results were not reported and there was no patient impact. Patient 3 of 3 the following information was provided by the initial reporter: it was reported by the customer that there¿s 3 bottle of 442021 false positive with candida tropicalis. (B)(6) 2023 what organisms were seen on gram stain?gram positive cocci only, slides repeated and yielded same results. What organisms grew on culture plate?plate growing alpha hemolytic strep only; streptococcus anginosus what results were reported to clinicians and was patient treatment affected in response?no.

Event description:
It was reported that during use with bd bactec¿ lytic/10 anaerobic/f culture vials (plastic) there was a false positive for candida tropicalis. Confirmatory gram stain and growth performed. Results were not reported and there was no patient impact. Patient 3 of 3 the following information was provided by the initial reporter: it was reported by the customer that there¿s 3 bottle of 442021 false positive with candida tropicalis. 9/21/23 what organisms were seen on gram stain?gram positive cocci only, slides repeated and yielded same results. What organisms grew on culture plate?plate growing alpha hemolytic strep only; streptococcus anginosus what results were reported to clinicians and was patient treatment affected in response?no

Manufacturer narrative:
Investigation summary: catalog: 442021 batch no.: 3130611 customer reported a molecular false positive result. Neither photos nor returned good samples were received. Bd was unable to reproduce the customer¿s experience with the bactec product based on our internal procedures and the intended use of the product. Retention samples were visually inspected, tested for viable contamination by sub-culturing on tsa, chocolate, sabouraud and schaedler agars plates, voltage output and gram stain. All results were satisfactory. Batch history record review did not identify any evidence for which the customer submitted the complaint. A complaint history review was conducted, and batch has been previously investigated for the reported defect. No trend identified for batch. Complaint is unconfirmed based on retention samples and batch history record review results.